Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg became superficial and caused discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was repositioned and buried deeper. Post-operatively, patient did not have discomfort and effective therapy was restored.